Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was not working. The patient stated that the lead was dead. Furthermore, the leads will be taken out and a new device will be implanted sometime later this month. No further information has been obtained despite good faith efforts. As of this time, these leads remains in service. No adverse patient effects were reported.